Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) level ranged from a level displayed as ¿high¿; however, a specific value was not provided to 761 mg/dl customer attempted to resolve the occlusion alarms by changing the infusion set and cartridge but the issue persisted and on (B)(6) 2026 customer went to the emergency room and was subsequently admitted to the hospital due to the elevated bg's and being in diabetic ketoacidosis with a ketone level that was identified as dangerous/life threatening by a health care professional. Customer was treated with intravenous fluids of saline and insulin which resolved the issue. Reportedly, the customer was using glargine- ygfn insulin with the pump. Tandem customer technical support informed customer that glargine-ygfn insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. Customer ultimately reverted to an alternate source of insulin therapy. At the time of the report, customer was still admitted to the hospital with no known permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.